Event description:
The customer reported, during instrument cycling in secondary mode, the probe wipe rinse block leaked and dripped approximately 30 milliliters (ml) of a mixture of blood and diluent down the front of the system and onto the floor involving coulter hmx with autoloader. The customer had on personal protective equipment (ppe): gloves and a laboratory coat and cleaned up the fluid with disinfectant and gauze. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) observed the secondary mode probe dripping at the end of the cycle. The fse discovered the probe wipe assembly was misaligned with the aspiration probe. The fse aligned the probe wipe and no further leak was observed. The fse verified repair per the established procedures. Results conformed to the manufacturer's published performance specifications. Eval code: probe wipe. The customer has an exposure control/risk management plan at the facility. (B)(4).